Event description:
It was reported by the surgeon that "in 1997, the patient got a thp exeter stem, isoelastic cup because of a traumatic hip fracture. The surgeon reported that the patient's hip was also osteoporotic. Three months later, the patient visited the doctor because of pain in hip region since one week (no trauma). Dr reported that x-rays showed stem fracture and stem subsidence."